Event description:
Related manufacturer report number: 2017865-2024-35662. During an in-clinic follow-up, noise that lead to oversensing was detected on the right ventricular (rv) lead. Isometric testing was performed and the noise was reproducible. No intervention has been performed. The patient was stable and will continue to be monitored.